Event description:
Kimberly-clark received a report stating, "(B)(4) tj could not fit into sheath of 98704." Additional information about the incident was received from the sales rep. Patient had a history of cancer and at the time of the procedure, had ascites. The doctor performed a paracentesis immediately prior to the ppk placement procedure. When the doctor could not pass the tj through the dilator. He removed the dilator, selected a larger size dilator and placed a g tube. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The reported device was returned to kimberly-clark for analysis. We received both the dilator (98714) and the tj tube ((B)(4)). The dilator sheath was severely bent with the dilators still in the sheath. The sheath was manually straightened and the dilators removed. The tj tube passed easily through the sheath. The directions for use contraindicate use in patients with ascites. "Contraindications include, but are not limited to ascites, colonic interposition, portal hypertension, gastric varices, peritonitis, aspiration pneumonia and morbid obesity (stoma lengths longer than 10 cm)." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.